Manufacturer narrative:
Concomitant medical products: product ID 3389, serial# unknown, implanted: (B)(6) 2013, product type lead; product ID 37086, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type extension; product ID 37086, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that both of the patient's extensions were explanted. Only the impedance on the right side was resolved with the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the patient did not experience any falls or trauma with the event. The therapy was not enough before the replacement in order to be effective. It was stated that the right extension was probably broken, and the left lead was broken. No further action is planned to resolve the remaining high impedance as the contact with high impedance is not in use.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389,implanted: (B)(6) 2013 product type: lead. Product ID: 37086, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension. Product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that high impedance was measured on the patient's left lead. When measuring impedance directly on the lead, it was found to be high on contacts 0-3. The surgeon decided to replace the extension. The impedance on the left side was not resolved. Impedance was measured on the right side and found to be high. The extension was replaced and the impedance issue resolved. There were no symptoms reported. No further complications were reported or anticipated.